Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. No specific serial number was provided, as the user did not record the serial number of the unit that was used during the procedure. However, the unit was likely used on subsequent procedures and no further issue was reported. The exact cause of the user's experience could not be conclusively determined. If additional and significant info becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an abdominal aortic aneurysm procedure, the surgeon stated that he felt like the esg-400 was shorting out during the procedure, as he noted that there were more vessels cauterized than intended. The procedure was completed using the same device. There was no pt injury reported.